Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the screw was measured to be 6mm instead of the required 8mm as per the part number. Another screw of a different diameter was used to complete the procedure with no further problems. The patient was not impacted by this event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing and CAPA evaluation was conducted by synthes (B)(4) and the report indicates: the investigation determined the length of the screw was not per specifications. Instead of eight (8) millimeters, it was only six (6) millimeters. The exact cause of this occurrence could not be determined, but it was deemed that there must have been a lapse in one of the quality control steps in the manufacturing of the lot from which this screw originates. It was inadvertently packed without having gone through the proper quality control measures. This was confirmed after reviewing other screws from the same lot. The entire lot has been placed on hold and corrective actions have been implemented in order to prevent such problems in the future. CAPA (B)(4) has been initiated in order to eliminate such problems in the future. A review of the manufacturing documents confirmed the lot was manufactured/packed according to the wrong specifications.